Manufacturer narrative:
The device was evaluated. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to stress and degradation problems, cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited no image displayed, a chipped and corrosion on the distal end. There was no patient involvement.